Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damge was related to use of the lens injector system.

Event description:
The physician reports that the crystalens and haptic tore when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damage lens. A second crystalens was implanted successfully.